Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was placed into surgery mode prior to the procedure. Post-procedure, the ipg was unable to communicate with external devices. In turn, a manufacturer representative interrogated the ipg and was able to recover the ipg and restore therapy, which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h6-investigation findings-11--design error should have been selected instead of 3221-no findings available in the previous report. Correction: section h6-investigation conclusions-12-cause traced to device design should have been selected instead of 4315-cause not established in the previous report. Correction h10-manufacturer narrative should have been "it was reported the patient underwent a non-related surgical procedure wherein the ipg was placed into surgery mode prior to the procedure. Post-procedure, the ipg was unable to communicate with external devices. In turn, a manufacturer representative interrogated the ipg and was able to recover the ipg and restore therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence" in the previous report.